Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse. The patient experienced pain, extrusion, infection, bowel problems, recurrence, dyspareunia, vaginal scarring, vaginal discharge, abdominal swelling and vaginal pulling sensation. It was reported that the patient underwent mesh revision in (B)(6) 2011 and mesh removal on (B)(6) 2012 due to mesh extrusion and pain during intercourse. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.